Event description:
It was reported that the patient presented to the emergency room. Upon review, diagnostic imaging showed that the right atrial lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
Correction: added related manufacturer number - 2017865-2022-07804. It was not included on the initial report.

Event description:
Related manufacturer reference number: 2017865-2022-07804 new information received notes that the dislodgement was due to twiddler's syndrome.